Event description:
It was reported during the procedure to implant the patient's scs system, the physician was unable to locate the tunneling tool sleeve after tunneling the patient. The physician was unaware if the tunneling tool had the sleeve when it was initially used. The physician used another tunneling tool and the procedure was able to be completed. The procedure was extended approximately 5 minutes.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.